Manufacturer narrative:
This device is not distributed in u.s., so that 510k# is blank. We checked the returned unit and confirmed that the ccd signal wire breaking. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the segment broken, and the angle wire play; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).